Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision reverse total shoulder; (B)(6). Revision delta extend, original surgery was 2015 unsure of exact date. Original surgeon was (B)(6). During the revision, the metaglene and glenosphere were both loose due to a fracture, and there seemed to be an impression of notching. Took out the old base plate and glenosphere easily, but finding the 3rd broken screw was much harder. Used allograft to lateralise the glenoid and replace lost bone stock, added a long stem peg and a new glenosphere and poly. Relevant patient pre-existing conditions/ comorbidities: patient had a fall 3 weeks ago, by all accounts no issues before hand. Male patient initial (B)(6).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. ------------------------------ update 3-dec-2018: investigation re-opened upon receipt of additional information. No device associated with this report was received for examination. The provided x-rays confirmed the reported event.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.